Event description:
It was reported the device temperature was not maintained and the display did not reflect the falling temperature. The issue was identified during testing with no patient involved.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. However there was a cracked tank cover that was causing leakage. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.